Manufacturer narrative:
The perforator was returned for evaluation. DHR review: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the perforator unit was inspected using the unaided eye. Unit was lightly soiled and had a worn eo label that could not be read, but no other anomalies were observed. IFU testing was performed with after disassembly, soaking the unit is 70% ipa, cleaning, and re-sleeving. Once re-sleeved unit passed the testing as intended. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. Root cause: per the complaint background, plunged and jammed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when drilling the second burr hole, the perforator plunged and got jammed in the hole causing dural tear and nick of the brain surface. The procedure was completed with a replacement product.